Event description:
A malfunction alarm was reported on a pump that was within warranty. The customer confirmed their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer service assisted the caller in loading a new cartridge, but the alarm recurred, preventing resumption of insulin therapy. Therefore, the pump was scheduled for replacement, and the customer planned to use multiple daily injections as backup therapy. Instructions were provided to place the pump into storage mode and return it within ten days using a prepaid label.